Event description:
Olympus was informed that during a polypectomy of the colon, the doctor attempted to ligate the polyp. The subject device couldn't be withdrawn from the patient body, because the loop which was already ligated, another polyp got stuck into between the tube sheath and the coil sheath of the subject device. The doctor cut the sheath to remove the insertion portion, the device was freed up, and the doctor was able to remove everything. The doctor completed the procedure with another device. There was no other patient injury regarding this report.

Manufacturer narrative:
The subject device has been disposed by the user. The exact cause of the user's experience could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution.